Manufacturer narrative:
On (B)(6) 2019, it was reported to medcad that both of the duplicate patient-specific surgical guides broke during surgery. According to the initial reporter, surgery was able to be completed without the use of the guides. There was no indication of patient harm as a result of the reported malfunction. Medcad attempted follow up communication with the initial reporter in writing on (B)(6) 2019, however, no response was received. The circumstances surrounding the reported malfunction could not be determined. The weight of the patient at the time of the event could not be determined. Review of the device history record found that the devices were manufactured in accordance with all applicable requirements. No nonconformance was identified during production of the guides. Investigation did not identify any device problems. The cause of the guide breakage could not be determined.

Event description:
It was reported that the duplicate surgical guides broke during use.